Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a blurry image. During the device analysis, the service center identified that the device white residue is present in both channels. He root cause was not established. There was no patient involvement.